Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 11/10/2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed finding no errors. A global receiver functional test was performed on the receiver and it failed, finding no audio. A manual sound drop test was performed on the receiver and it failed. The receiver case was opened and an interior inspection was performed and it passed. A resistance test was performed finding high resistance across the speaker. The complaint was confirmed. The root cause was determined to be a defective speaker post investigation.